Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. A47949) for female sterilisation. The patient had a medical history of dyspareunia, vaginal bleeding, pelvic pain, vaginal delivery, spontaneous abortion, parity 4 and multi gravida. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 1914 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus,laparoscopic removal of essure,bilateral sapingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: approximately three trailing coils were noted on the right after the procedure and approximately 8 to 10 trailing coils on the left side were noted,. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.473 kg/sqm. [Ultrasound scan vagina] on (B)(6)2013: comparison is made to the previous transvaginal ultrasound examination on pacs from (B)(6) 2007. Findings: the uterus measures 8.4 x 4.0 x 5.3 cm. The endometrial is lining 1.6. Mm. There are coils noted of both right and left side consistent with closure of the fallopian tubes with essure device. There is a mild amount of free fluid in the posterior cul-de-sac noted. There is no myometrial mass lesion seen. The right ovary measures 3.1 x 1.8 x 1.3 cm, the left ovary measures 2.9 x 2.8 x 2.7 cm. Normal color doppler flow demonstrated in both right and left ovaries. A left follicular cyst is seen measuring 2.5 x 2.2 x 2.3 cm impression: small amount of free fluid in the posterior cul-de-sac in this patient with a left follicular cyst measuring 2.5 cm. Essure device noted in both right and left sides as seen on previous hysterosalpingogram quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 01-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1461 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2016. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1461 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required ) with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 08-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted (lot no. A47949) for female sterilisation. The patient had a medical history of dyspareunia, vaginal bleeding, pelvic pain, vaginal delivery, spontaneous abortion, parity 4 and multi gravida. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2017, 1914 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus,laparoscopic removal of essure,bilateral sapingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: approximately three trailing coils were noted on the right after the procedure and approximately 8 to 10 trailing coils on the left side were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.473 kg/sqm. [Ultrasound scan vagina] on (B)(6) 2013: comparison is made to the previous transvaginal ultrasound examination on pacs from (B)(6) 2007. Findings: the uterus measures 8.4 x 4.0 x 5.3 cm. The endometrial is lining 1.6. Mm. There are coils noted of both right and left side consistent with closure of the fallopian tubes with essure device. There is a mild amount of free fluid in the posterior cul-de-sac noted. There is no myometrial mass lesion seen. The right ovary measures 3.1 x 1.8 x 1.3 cm, the left ovary measures 2.9 x 2.8 x 2.7 cm. Normal color doppler flow demonstrated in both right and left ovaries. A left follicular cyst is seen measuring 2.5 x 2.2 x 2.3 cm. Impression: small amount of free fluid in the posterior cul-de-sac in this patient with a left follicular cyst measuring 2.5 cm. Essure device noted in both right and left sides as seen on previous hysterosalpingogram. Quality-safety evaluation of ptc: for essure. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: reporters,patient information,medical history,lab data,indication,drug removal date,lot no.,event onset date,non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.